Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1 ml bd luer-lok¿ syringe sterile, single use experienced foreign matter, contaminated. The following information was provided by the initial reporter: one bd 1 ml syringe had a defective black syringe plunger.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation it was reported there was a defective black syringe plunger. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, two photos of a 1ml luer lok syringe, lot 3138035, was received for evaluation by our quality team. One photo shows an opened package with all applicable product information on the top web, and a loose syringe with the stopper jammed between the barrel and plunger rod. The second photo shows a close-up image of the jammed stopper. The condition observed is non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number (B)(4), lot 3138035. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3138035 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. These conditions are occurring at or below their expected frequency; therefore, no corrective actions are required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.